Event description:
Plastic inside of trocar broke off and was found in abdomen during procedure. The piece was removed from abdomen immediately. Trocar was inspected, removed from the pt and replaced with a new one. Procedures: laparoscopic sacral colpopexy with cystoscopy. Op note: "in the left lower quadrant, an 8 mm and a 5 mm trocar were placed. We later replaced the 8 mm with 11 mm trocar." FDA safety report ID# (B)(4).